Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, the coil unexpectedly detached without use of the controller. There was no reported intervention or patient injury.